Event description:
During home use, the caregiver was replacing the breathing circuit and changing water in the humidifier. Reportedly, there was much water in the proximal line. It was reported that the ventilator then alarmed and system error message was displayed as expected. The ventilator stopped and restarted when reset button was pushed. The pt was changed to a second ventilator. No serious pt injury was reported. No additional pt details were provided.

Manufacturer narrative:
Evaluation summary: visual inspection of the returned ventilator revealed that there was water residue and dirt inside the silicone tubing that connected to transducer u24. The contaminated tubing was replaced. The ventilator passed all functional testing. Best evidence suggests that water in tubing may lead to inaccurate pressure readings from the transducers. The flow rate may also increase if there is water contamination. Utilization of a hydrophobic filter in the proximal line at the airway pressure connector protects the internal pressure transducers from moisture or other contaminants. It was not reported how far the water advanced in the proximal line. Excessive water may have led to the failure of the filter and the presence of water inside the ventilator. The ventilator was sent to the manufacturer for further investigation. Water contamination found on internal components (tubing) of the ventilator.